Event description:
The pt reported that his insulin infusion device is displaying "2.00" on the screen. The pt attempted to remove the batteries and reinsert them, and was not able to clear the screen. The pt was able to clear the display by inserting a new power pack. The pt stated that the batteries were about two weeks old. No physiological symptoms were reported. No medical attention was required. No product returned.

Manufacturer narrative:
Product not returned for evaluation.